Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Loose- oral b brushhead [device connection issue], will not stay on the handle-oral b brushhead [device breakage]. Case narrative: consumer e-mail stated that brush head from a pack of four was loose and would not stay on the handle. No injury was reported.